Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit has a defective oxygen cell. Service tech replaced oxygen cell. Calibrated the blender oxygen and air inlet pressure, performed air oxygen balance calibration. Run ovp (operational verification procedure) and uvt (user verification tests) all tested ok according to factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fio2 (fraction of inspired oxygen) of avea ventilator is out of specification while on patient. The customer confirmed that there was no patient harm associated with the reported event.